Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2032802 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
On the day of the procedure, a 5f mynx control vascular closure device (vcd) was used with an avanti 5f catheter sheath introducer (csi) in patient at the right femoral artery and the patient was fine. Six day later, the patient felt something in the right femoral area and noticed an inflammation on the area. The patient was intervened to drain the acute haematoma and a stitched was placed to close the hemorrhage. The patient was doing good and on medication. The patient's hospitalization was extended as a result of the event. It was also noted that there was an injury. The product was stored as per labeling and opened in a sterile field. The user was in training with mynx device. The procedure was a diagnostic coronary procedure. The patient was on lovenox, aspirin, and plavix. The device was used with an avanti 5f catheter sheath introducer (csi). The puncture site was the right femoral artery with a femoral head stick, above the inferior epigastric artery. The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity nor presence of pvd / calcium in the vicinity of the puncture site. The vessel did no have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple sheath exchanges. There was no posterior wall puncture. Post procedure bedrest orders were ordered by the physician and followed by the patient/recovery staff. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: on the day of the procedure, a 5f mynx control vascular closure device (vcd) was used with an avanti 5f catheter sheath introducer (csi) in patient at the right femoral artery and the patient was fine. Six day later, the patient felt something in the right femoral area and noticed an inflammation on the area. The patient was intervened to drain the acute haematoma and a stitched was placed to close the hemorrhage. The patient was doing good and on medication. The patient's hospitalization was extended as a result of the event. It was also noted that there was an injury. The product was stored as per labeling and opened in a sterile field. The user was in training with mynx device. The procedure was a diagnostic coronary procedure. The patient was on lovenox, aspirin, and plavix. The device was used with an avanti 5f catheter sheath introducer (csi). The puncture site was the right femoral artery with a femoral head stick, above the inferior epigastric artery. The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity nor presence of pvd / calcium in the vicinity of the puncture site. The vessel did no have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple sheath exchanges. There was no posterior wall puncture. Post procedure bedrest orders were ordered by the physician and followed by the patient/recovery staff. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2032802 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported event "hematoma" could not be confirmed. Factors that may have influenced the event include patient, procedural, and pharmacological factors. However, there is not enough information to draw a clinical conclusion between the device and the event. Anticoagulant therapy risks include bleeding and information provided listed that the patient was on lovenox, plavix, and aspirin. Any opening in an artery can lead to leakage of blood from the femoral artery. There is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.